Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for the event and hospitalization was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. It was reported that "treatment is not started yet" for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.